Event description:
The initial reporter complained of discrepant results for 1 patient receiving unspecified therapy tested with elecsys total psa (total psa) on a cobas e 411 immunoassay analyzer. The initial result was reportedly 0.057 ug/l. The initial result was reported outside of the laboratory to the doctor. On (B)(6) 2023. A new sample was obtained and the result was reportedly 345 ug/l. The result from the 2nd sample on (B)(6) 2023 did not match the result from the original sample prompting repeat testing. On (B)(6) 2023, an aliquot of the original sample was repeated with an alleged result of 300.2 ug/l. It is unknown whether there was any change to the patient's therapy. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
Calibration signals were lower than expected. Qc was acceptable. Two sample short alarms were observed on the alarm trace data around the time of the event. Pinch valve tubings and the measuring cell was replaced; the customer is performing liquid flow cleaning daily. The investigation did not identify a product problem. The cause of the event could not be determined.